Event description:
Screw removal tool did not properly fit the screw. Upon using the removal tool, the head of the screw disengaged from the screw shaft further complicating the complete removal of the implant and causing a delay in the surgery of 45 mins.